Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics commencing on (B)(6), 2014, due to a skin flap infection. Subsequently, the device was explanted on (B)(6), 2014. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Correction: the device was explanted on (b)(5) 2014; not (b)(5) 2014 as previously reported. This report is filed june 6, 2014.